Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had brown color debris coming out. The issue occurred during a colonoscopy procedure. The diagnostic procedure was completed with the same device. During the precleaning process, there was a notification about low feed of the air/water. Cleaning disinfection and sterilization (cds) was then performed. There was no record of delay of procedure, the patient was under sedation. There were no reports of patient harm or delay to procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 (health professional should be unmarked from the initial medwatch). Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection. During third-party inspection, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no deviations from instructions for use (IFU) were found. The instruction manual states the detection method associated with the event in "gif/cf-170 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited brown foreign material at the air/water tube. There were no reports of patient involvement.